Manufacturer narrative:
The device was stated to be available for return to the manufacturer for analysis. However, the device has not been returned. The alleged product issue or event as described could not be confirmed. If the device is received at a later date, an investigation will be performed in a supplemental report and will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported through the maestro clinical trial that a fred stent was used to treat two saccular sidewall aneurysms; one located on the left carotid ophthalmic artery and the other one on the left posterior communicating artery. It was reported that there was tortuous anatomy and the stent did not open in the distal part. It was decided to deploy the stent and then recross the stent with a balloon, but the distal part of the stent was not crossable. The stent was removed with a snare device and a new fred stent was used to complete the case. The patient was reported to be ¿very good¿.